Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. (B)(4) this report will be amended when our investigation is complete.

Event description:
It is reported that the articular surface would not seat on the tibial plate.

Manufacturer narrative:
Inspection of the returned photographs identified that the dovetail appeared to be compressed on one side and flared on the other side. Gouges could also be seen on the component backside that appeared to be due to the repeated insertion attempts. Review of the device history records identified no deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for this part and lot combination. Compression of the dovetail indicates that the articular surface was not correctly placed and oriented before pushing it using the inserter instrument. It is likely that the problems encountered are related to surgical technique.

Manufacturer narrative:
The device was manufactured prior to the UDI being required. This report will be amended when our investigation is complete. Returned, not yet evaluated

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device identified that the dovetail appeared to be compressed on one side and flared on the other side. Gouges could also be seen on the component backside that appeared to be due to the repeated insertion attempts. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause: it is likely that the problems encountered are related to surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.